Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultrasmart meter was giving him inaccurate low readings as compared to his feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at an unspecified time on (B)(6) 2012, he obtained the alleged low readings of "89, 79, and 69mg/dl" and on the same day, after the product issue occurred, claimed to have developed symptoms of "headaches, sweats, and of frequent urination". The patient stated that he manages his diabetes with insulin (unknown type and dosage) and two days later, "skipped" his usual dose of insulin in response to the reported issue. The patient denied receiving any treatment in response to the symptoms. At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. The cca also noted that the patient did not have any control solution available. Replacement products were sent to the patient. Although the patient denied receiving any treatment after the alleged issue began, this complaint is being reported because the patient developed symptoms suggestive of severe hyperglycemia.